Manufacturer narrative:
The complaint of a leak in the catheter was confirmed, and the cause appears to be use related. The product returned for eval was a 4fr single lumen groshong nxt catheter with stylet inlayed. The catheter appeared to be free of usage residue. The overall length of the catheter measured 23.6 inches, and contained depth markings up to 59cm. The sample was patent to infusion using water from a 12cc syringe, with a leak found emanating in the catheter near the terminating end of the stylet. Microscopic examination of the inner wall revealed the leak site to have a more well-defined fracture edge, which was depressed within the catheter material. Microscopic examination of the inner wall also revealed another similar slit in the catheter material that did not penetrate through the catheter material to the outside. The observed damge is consistent with damage to the catheter caused by the stylet which is cautioned against in the IFU for this device. A lot history review (lhr) of rexe0284 showed three other similar product complaint(s) from this lot number. The similar product complaints for this lot number (rexe0284) have been reported from china facilities.

Event description:
Leak found at distal end of the catheter.